Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that a patient was presented to clinic after receiving a noise alert via remote transmission. Lead dislodgment was observed due to the patient lifting arms above the head prior to the lead settling during the first week post implant. The lead was explanted and replaced when repositioning was unsuccessful. It was noted that the tissue in the helix shroud impeded redeployment. Patient was fine following the procedure and will be followed up normally.